Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 23-apr-2018, a field service engineer (fse) visited the customer to address the reported event. During inspection, fse verified a bent sample needle. Further evaluation revealed that there was an alignment issue due to x1 error caused by a sample cup obstructing the loader mechanism. Fse cleared the loader obstruction and verified sample needle alignment. Precision was verified and calibration and quality control (qc) were acceptable. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 21-mar-2017 through aware date (B)(6) 2018. There were no similar complaints found during this time. The g8 operator's manual under chapter 5 maintenance procedures, section 5.10 sampling needle replacement has a caution that states the following: replace the sampling needle if it is bent or broken. Use the following procedure to replace the sampling needle. Access to the inside of the analyzer is needed to replace the sampling needle. Be sure that only personnel who have been trained by tosoh or its representatives perform these operations. Be sure to wear protective clothing (goggles, gloves, mask, etc.) And take sufficient care to prevent infection during handling. Take care not to touch the end of the sampling needle during handling. If the needle placement is clearly off center of the primary tube, it must be adjusted. Cancel the assay and contact technical support. The most probable cause of the bent sample needle was due to operator error of a dropped sample cup in loader.

Event description:
On (B)(6) 2018, a customer reported that the sample needle was bent and they needed help replacing it. Technical support specialist (tss) instructed the customer on the process and requested the customer to run samples to see if the needle was hitting the center of the sample tube. The customer reported that the sample needle was hitting off-center. Tss advised the customer to run without caps. A field service engineer (fse) was dispatched to address the reported event, which could have resulted in delay of results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.